Event description:
It was reported that the ilet bionic pancreas sleep/wake button was intermittently unresponsive, with the user stating that the device would not wake unless placed on a charger and that the issue had been occurring for several months. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no medical interventions. Investigation included remote troubleshooting and user education on device operation. Investigation of this case revealed an intermittent device functionality issue localized to the user interface sleep/wake control, with no alarms or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the issue at the time of contact.